Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt's father contacted animas alleging that a cartridge was leaking. The reporter claimed when replacing the cartridge, he saw insulin in the cartridge compartment. He did a manual prime and confirmed that the luer connection was dry; however, reported seeing what appeared like condensation coming out around the plunger. The pt's father stated that the pt's blood glucose has been running higher than normal at about "300 mg/dl". There was no mention of symptoms. The reporter denied that the pt sought add'l care in response to her recent blood glucose readings.